Manufacturer narrative:
The customer was sent a replacement pump. In follow up with a medela clinician on 4/3/2017, the customer reported that she saw her doctor and was prescribed diflucan for the prevention of a yeast infection. It cannot be definitively concluded that the pump caused or contributed to the customer¿s yeast infection. Reported issues of yeast infections are under investigation in (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2017, that she had an infection 3 weeks ago and the doctor prescribed antibiotics for it. The customer stated that she stopped pumping while on the antibiotic and when she began pumping again, it returned.

Manufacturer narrative:
In followup with a medela clinician on 4/13/2017, the customer stated that her infection had cleared up.